Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient just received an implant. The product was not working. The patient cannot get the charging unit to work. The company representative (rep) could not get it to charge effectively, even tried a new unit. The patient was on their last 25% of battery and was told there was nothing that could be done but try again. The patient sat in a chair for two hours or more having to reset the charger several times on their back, only to get up to 50%. The patient was told they could not get a replacement system, which was unacceptable to them. The problem needed to be addressed. No further complications were reported or anticipated.